Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 27 mg/dl. The cause of the low bg was unknown. The customer was unconscious, and the customer went to the emergency room (ER) on (B)(6) 2023. The customer received intravenous therapy (IV) with fluids of saline, dextrose, and snacks to resolve their low bg. The customer was released from the ER on (B)(6) 2023 with no permanent damage. Tandem technical support (cts) walked caller through a pump system check and confirmed pump is functioning as intended, no additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.